Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI number), d9, d10, g3, g6, h2, h3, h6, h10, h11. D10: 51-108040, tprlc 133 mp type1 pps so 4.0, lot 6674182. 51-145130, tprlc xr mp t1 pps 13x111mm, lot 3886448. Complaint can be confirmed through the returned product analysis. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. The device history record was reviewed and no discrepancies relevant to the reported event were found. A complaint history search was not performed per procedure as the packaging design has been remediated as part of corrective action. Root cause has been identified as transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the plastic packaging surrounding the implant was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.